Event description:
It was reported that "inaccurate display leads to unplanned interruption to insulin delivery and results in supply waste. Patient depends on gauge for confirmation of insulin delivery and for planned cartridge changes". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.